Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to door not fully latched messages which were experienced during evaluation. The evaluation found the force required to secure the door is above expected levels. The door hooks were replaced.

Event description:
It was reported that a spectrum pump constantly displayed the door not fully latched message. It was also reported there was no patient injury.